Event description:
During troubleshooting, caller reported missing/darkened elements of the meter screen display. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/pt contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.